Manufacturer narrative:
The tech found the casters were worn and old. He replaced the four casters to repair the stretcher.

Event description:
Info received indicates the brake will not hold. The casters continue to move from side to side when the brake is engaged.